Event description:
It was reported that the left ventricle lead was dislodged. The left ventricle lead was programmed off until the doctor repositioned the lead. All readings from the lead were nominal after being repositioned.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.